Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare provider reported left side rupture. Patient reported "swelling all the way up shoulder with 400cc's of seroma." Device was explanted.

Event description:
Healthcare provider reported left side rupture. Patient reported "swelling all the way up shoulder with 400cc's of seroma." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: in the photo two devices are observed, one has rupture and the other is intact. Photos attached indicating that the device belongs to the left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.6, h.6.